Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic inguinal hernia repair, at the beginning of the procedure, after the telescope port was introduced, the plastic sheath was noticed inside the patient. The surgeon removed the sheath and confirmed that the spacer balloon was intact. The plastic wrap was retrieved with an instrument through a port. The procedure time was extended by 10 minutes. It was noted that the blood loss was less than 50 cubic centimeter.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: d4 (unique identifier (UDI) #) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the image depicts the protective sheath disengaged from the device. Only the dissector balloon and insufflation bulb were received. The protective sheath for the dissector balloon was disengaged and not received. Functionally, the hole was covered and the dissector balloon was inflated and an irregular shape was observed. It was reported that a component disengaged and the sheath was damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The disengaged protective sheath may occur when contact is made with a surgical device during clinical application. The evaluation detected an unreported condition: balloon distorted. Visual inspection noted that the balloon had an irregular shape. The product analysis noted evidence that the device was not used as intended. This issue may occur when positioning the device during its inflation deployment or deflation process, or its tissue planes process, during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Once the extraperitoneal space is adequately dissected, deflate the dissection balloon by removing the endoscope or by removing the inflation bulb from the dissector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.